Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during procedure the prodisc-l inserter f/size l broke. The surgeon was able the complete the procedure and there was no adverse event to the patient. This report is for a prodisc-l inserter f/size l. This is 1 of 1 report for complaint (B)(4).